Manufacturer narrative:
Report for (B)(4). Post market vigilance (pmv) led an evaluation of one adapter and 1 reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the products and an evaluation of the returned devices. The knife bar laminates were damaged. Score marks were present on the channel adapter. The anvil clamping mechanism was deformed. This indicated that the device may have been applied to tissue thickness beyond the indicated range of use. The articulation flag was bent. Further engineering evaluation confirmed damage to the knife bar laminate within the reload. This variation does not interfere with normal function when applied according to the instructions for use. Use on over indicated tissue thickness resulted in damage to the knife bar assembly and subsequent difficulty opening jaws after firing. The laminate variation was considered to be a secondary condition and has been addressed in current production.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, during a cystectomy, the instrument fired but the knife blade did not retract completely. The reload was able to slide off the tissue and the staple line was correct. A new adapter was connected with a new reload and it device worked properly.